Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause of the power switch failure was determined to be fatigue due to long term use (component failure). It has been almost eight years since the product has been manufactured. It is highly probable the spring inside the power button was fatigued, resulting in the power switch failure. The root cause of the worn video connector socket was determined to be component failure. It is highly probable the tip of the scope connector was chipped or broken, causing excessive stress to be applied to the video connector terminal when inserting the scope, resulting in the terminal buckling and the observed wear. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to an old switch version. The connector latch was found worn-out causing a poor connection. The software version was updated. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a power switch was broken. The on off button was jammed in. The issue was discovered during preparation for use of the video system center. There was no patient involvement or injuries reported. No additional information has been obtained.